Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 140 mg/dl. Customer stated there are chunks of missing case on up and down arrow and back of pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 450 mg/dl. The customer reported that the device was exposed to rain water. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with manual shoot. Customer declined to troubleshoot for blank display, no delivery and high blood glucose.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify no delivery alarm due to blank display. The insulin pump had minor scratched display window, damaged case at the arrow button, cracked battery tube threads and cracked reservoir tube lip.